Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 17-sep-2018, with the following findings: during investigation, it was found that there were vertical lines on the display screen. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed vertical lines on the display. This report is made based on results of an investigation completed on 17-sep-2018.